Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the cutter tip broke and detached from the scabbard. The equipment section immediately investigated the incident. It was understood that during the operation of the patient, the intraoperative device alarmed and could not continue to work. The doctor took out the wireless ultrasonic hemostatic dissector and cleaned and wiped it. During the inspection, the grasping tooth of the cutter tip broke and fell off, so immediately stopped using it. Nothing fell on patient's cavity. It was replaced with similar device and it worked fine. There was no patient injury.